Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and clonidine at unknown doses and concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient no longer wanted to use the pump therapy because "the fentanyl killed me". It was clarified that the patient was on "too high of a dose" and it was making her "stupid". The healthcare professional (hcp) lowered the dose. It was unknown when this occurred. No further issues were reported or anticipated.